Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed issue was verified. No failure related to the reported battery not charging issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer observed the battery gauge to be intermittently fluctuating. Additionally, the pump would not charge resulting in the pump shutting down. Customer's blood glucose level was 240 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.